Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she uses safe and simple adhesive remover or aloe vesta perineal spray. The end user was re-educated on the appliance change procedures. The end user reported that she has a wear-time of 2-3 days. The end user was instructed to discontinue using the product. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Event description:
An end user reported that the skin under her tape collar is red. She stated that the redness has been increasing since (B)(6) 2013. The end user stated that she now has two open areas; one to right upper border and one to right lower border of her tape collar. The end user went on to state that the open areas are superficial and measure approximately one (1) inch in size.